Event description:
It was reported that the spike of a clearlink, non deph secondary medication, set had disconnected from a non-baxter chemotherapy bag. It was stated that the spike appeared to not be inserted far enough into the bag. This occurred prior to patient use, therefore there was no patient involvement. A nurse was exposed to the spilled chemotherapy drug, however the outcome was not reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.